Event description:
Additional information was received that the deep implant depth was 10 millimeter's (mm).

Manufacturer narrative:
Image review: 13 fluoroscopic cine loops of the implant procedure were provided for review. Paravalvular leak (pvl) is one of events, listed in valve¿s instructions for use (IFU) potential adverse events section: prosthetic valve dysfunction (regurgitation or stenosis) due to fracture; bending (out-of-round configuration) of the valve frame; under expansion of the valve frame; calcification; pannus; leaflet wear, tear, prolapse, or retraction; poor valve coaptation; suture breaks or disruption; leaks; mal-sizing (prosthesis-patient mismatch); malposition (either too high or too low)/malplacement. Cusp overlap technique to support optimal implant depth assessment during deployment, was not applied. Instead, deployment started and was maintained in 3cusp-coplanar- or open arch lao-view throughout the entire first valve deployment. Malposition before final valve deployment can be recognized: the implant-depth on the left coronary cusp (lcc) side was much too deep at approximately 2 cm. The option of re-deployment after a valve re-capture was not reported to be used and the delivery catheter was not coaxial with the ascending aorta during final deployment. A bailout valve-in-valve implant at a higher position reduced the previously reported moderate-severe pvl. The root-cause of the pvl and subsequent valve-in-valve implant, can be seen in the initially too low implant position on the lcc side. A better depth assessment could have been possible if the cusp overlap technique had been applied. A re-capture and new deployment attempt would have offered the chance of a better implant position with the consequence that a valve-in-valve scenario could have been prevented. No adverse patient effects were reported. The patient summary was not provided for anatomical review. Updated data: b5. H6. This is a system report. The section d information is for the primary device, which was in use with the following: brand name [d-evo lutfx-2329] product ID [unknown] serial/lot [(B)(6)] use by date [2026-09-26] UDI [(B)(4)]. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10. Section d references the main component of the system. Other medical products in use during the event include: product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves; implant date: non-implantable device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, moderate-severe paravalvular leak occurred due to a deep implant depth of the transcatheter aortic valve evfxplus-29. The patient had anatomical factors contributing to the event, including calcified anatomy and anatomical angle issues. As a treatment, a second valve was successfully implanted.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.